Manufacturer narrative:
.

Event description:
It was reported that during a hand-assisted lap colon procedure, the device tore during use. A second device was opened and the procedure was completed without consequence to the pt.